Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Vessel morphology at the time of event was reported as disease progression and severely tortuous iliac vessels. It was reported the patient presented emergently with a contained aneurysm rupture. The CT demonstrated that the two iliac limbs had separated due to disease progression with iliac limb elongation, resulting in a type iii endoleak. The physician placed an iliac limb between the two separated limbs and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusion: disease progression and severely tortuous iliac vessels.